Event description:
It was reported that the left ventricular (lv) lead had an out-of-range high impedance alert for a value of 1083 ohms. The lead had only been implanted for about a month and the lv impedance was trending near 1000 ohms at implant. The lv upper range alert limit was increased from 1000 ohms to 1500 ohms and the lv lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Dtba1d1 implantable biv defibrillator (B)(6) 2013; 694765 implantable defib lead (B)(6) 2013.